Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bit of tampon stayed in vagina [foreign body in reproductive tract]. After it swelled - vagina [vulvovaginal swelling]. Bit of tampon [device breakage] . I had immense difficulty with him coming out, after it swelled [complication of device removal]. Case narrative: consumer reported via email that a bit of the tampon stayed in her vagina. No serious injury was reported.